Event description:
Philips received a complaint by the customer on the v60 indicating that the devices trolley fell apart and injured the medical staff. Clinical assessment performed based on the information currently available in the complaint record. There appear to be multiple issues reported within this complaint record. This clinical assessment is pertinent to the issue that reportedly caused harm, which is ¿due to the loosening/detachment of the fixed screws of the trolley, it toppled and hit clinical staff during movement.¿ it is also stated ¿the screws on the trolley are loose and fell off which caused the clinicians to blow the equipment away during the process of moving the trolley. It caused injury to the clinic staff.¿ per good faith effort response, it was confirmed that at that time, after the patient had finished using the equipment, the nurse pushed back to the nurse station. The trolley wheel fell off and tilted. The nurse went to pick up the machine, but the nurse was hit by the equipment, belonging to soft tissue injury, without bleeding, and was able to work normally with trauma patches. The nurse was not seriously injured and had no impact on the patient. No medical intervention needed. The authorized service provider (asp) evaluated the device and confirmed that the trolley's screw loosened, and wheels of the trolley fell off, causing the clinician to topple the equipment during the moving of the trolley, causing injury to the clinical staff. The asp replaced the trolly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.